Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the phone number provided is (B)(6). Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. The status of the device is unknown.